Manufacturer narrative:
Additional information: the device history record (DHR) review concluded no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A digital photograph of the product was available for analysis. The picture shows a crack along the side of the container near the top. There is not enough information available to determine a root cause; however, it is possible that during shipping/distribution the product was damaged. No corrective and preventative actions are deemed necessary at this time. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product was cracked.